Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility supply chain manager reported that a nurse found the combiset saline/pigtail allows air in the system. He will check for left over material. No replacement needed at this time. Additional information was requested, however to date has not been provided.